Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. No further info could be obtained on how or where in the sequence did the failure occur. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).